Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unspecified date, a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer was found to have experienced a disconnect at the point of the filter. There was no patient harm reported. The initial reporter indicated that the event occurred twice; however, no additional information was given pertaining to the additional instances. A search of the complaint database showed no prior report of these events.

Manufacturer narrative:
Additional information d9. Received two (2) used. List # b1115, 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer for inspection. The tubing on the filter outlet was disconnected on one of the samples. The bond was examined under uv light and there was no evidence of solvent present. The tubing and filter were within dimensional specifications. The complaint of filter disconnecting from tubing is confirmed on one (1) sample. The probable cause of the tubing separation is insufficient solvent applied during manual bond assembly in manufacturing. The complaint of filter disconnecting cannot be replicated or confirmed on one (1) sample. A device history lot review could not be conducted because no lot number(s) was/were identified.